Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device, minimal signs of clinical usage, and no evidence of blood. A pre-cautery test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device did not perform according to specifications during the device activation. The handle was opened up and it was found that there was a small laceration in the insulation of the return wire. Based upon the functional test and the visual observations, the reported complaint for "cutting but not sealing" was confirmed a lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The reporter stated that during cadaver training, the vasoview hemopro2 endoscopic vessel harvesting system would not completely cut and seal. The first time they used it, it cut and sealed accordingly. After the first try, it was noticed that the unit was sealing but not completely cutting, even after having held down the toggle switch for 14 seconds. They thought it may be the power supply or the extension cable, but when they connected a replacement vasoview hemopro evh system (vh-3000) to these products, the vh-3000 cut and sealed accordingly. This was during cadaver training, so there were no patient effects. The product was returned.